Event description:
Procedure was circumferential dermolipectomy of back, bilateral hips, bilateral thighs and abdomen. Grounding pad applied by physician on the left upper arm. At the end of the case when the bovie pad is pulled, a bruise is noticed on the patient upper arm which was later on described by the surgeon as an accelerated petechiae. Area covered with gauze and a bandage.